Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. Evaluation confirmed the reported phenomenon of a cracked and completely broken off. Detached ceramic insulation which was also provided. Casual for this kind of damage is thermal and/or mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Furthermore, the resection sheath was found with heavy signs of deterioration/wear like a completely peeled off laser marking, corrosion at the locking ring and a heavily bent/deformed sheath tube. In addition, the original guide screw of the locking ring was replaced. This was done by an unauthorized service center as this guide screw is a non-genuine, unapproved spare part. As clearly stated in the instructions, the product has to be visually inspected and tested before use. It has to be ensured that it has no corrosion, dents or scratches. In particular the ceramic insulation has to be visually inspected before each use, and the instrument mst not be in used in case of damage (e.g. Cracks, fractures). In addition, it is pointed out as a warning note that impact, fall shock or similar stress can damage the ceramic insulation and that the instrument must not be used if damaged as other wise there is a risk of injury to the patient/and or user. If the product is damaged or does not function properly, an olympus representative or an authorized service center has to be contacted. The user apparently did not follow these instructions as he reportedly used the suspect medical devices despite clearly visible corrosion and damage and the resection sheath was equipped by an unauthorized service center with non-genuine, unapproved spare parts. Therefore this incident was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life. The case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and (B)(4) trained again on the correct usage of the olympus medical device. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified surgical procedure, the ceramic insulation of the suspect medical device broke off. It is unknown whether a fragment/part fell inside the patient. No other information was provided and it is also unknown if and how the intended procedure was completed. However, there was no report about an adverse event or patient injury.